Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to the manufacturer for review. An engineering assessment of the incident will be conducted and a follow-up report will be sent within 30 days or upon completion of the evaluation.

Event description:
Laparoscopic appendectomy - "while doing a laparoscopic appendectomy the small black piece attached to the trocar broke off when the stapler was pushed through the trocar. A new clip had to be opened because the stapler wouldn't fire properly. The broken piece of the trocar became stuck to the stapler but was retrieved. A second trocar was opened because the gas seal was lost. No problems noted."